Event description:
Report received from france stating "sleeve defective. Ultrasound handpiece does not enter a 1.8 incision. No pt impact."

Manufacturer narrative:
The product has been requested for evaluation however it has not yet arrived fro evaluation. Sterilization and lot history records were reviewed and no exceptions were found.